Event description:
Healthcare professional reported right side rupture. The event of "fibrosis with chronic inflammation and foreign body reaction" was later reported. The device was explanted and replaced.

Manufacturer narrative:
Adverse event problem: f2201. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.